Event description:
It was reported that a spectrum pump had a check accuracy of metered dose issue during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and 'check accuracy of metered dose.' Could not be confirmed or reproduced during evaluation due to the occurrences of the system error 322 during the evaluation and testing processes. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device will be required to pass all calibration and testing prior to being returned to the customer. The additionally found problem of 'ec322' was confirmed in the event history log (ehl) review as 'system error 322' messages, and reproduced during evaluation. The cause was identified to be a depressed lower link switch, the lower auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.